Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and all explanted components will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 20101239.